Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21158. It was reported, the pt experienced auto-reduction. Diagnostics revealed high impedance on both the scs leads. Reprogramming was unsuccessful as the pt was not receiving stimulation. X-rays did not reveal any anomalies. Exploratory surgery will take place to address the issue.